Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump had a failed pressure test. No patient injury reported.

Manufacturer narrative:
Other, other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The device was functionally tested and the device passed all testing, with pressure reading within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection the investigation could not confirm the reported issue or assign a root cause. No actions have been assigned.